Event description:
Patient arrived in active labor. Initial fhr tracing was reassuring in terms of variability, but the staff recognized the similarity of fetal and maternal heart rates and applied a pulse oximeter to the mother in an attempt to distinguish the rates. The tracing from the fetal heart transducer precisely overlapped the tracing from the maternal pulse oximeter, indicating that the fhr transducer was displaying the maternal rate. The staff manipulated the transducer which failed to pick up the fhr. A fetal scalp electrode was applied which demonstrated the concerning fhr tracing. The baby did not respond to resuscitation. The reportable nature of this event was not determined until we met with the manufacturer 01/26/2007. The electronic fetal monitor is intended to display the heart rate and pattern (tracing) of the fetus. The common thread in these three cases is that the monitor "switches" from displaying the heart rate and pattern (tracing) of the fetus to the heart tracing of the mother or twin, in a manner that does not provide the customary visual clues or alerts expected by experienced obstetrical physicians and nurses. In some sets of circumstances, these monitors may display a "reassuring" tracing (that of the mother or twin) while the fetus may actually have a non-reassuring heart rate and pattern that if known to the clinicians, may prompt interventions. In using prior versions of the monitors, if the monitor "lost" the signal from the fetus, a break in the continuity or quality of the tracing occurred and that served as a prompt to the clinician to take some action to reestablish that the tracing being displayed was that of the fetus, not the mother or the other twin. A hypothesis is that the evolution of the sensitivity of ultrasound transducers allows this change in display to occur without the accompanying "visual clue" that is a break in the continuity or quality of the tracing, so the clinician is falsely reassured. This failure to provide the expected visual clues is a new development that may be unk to other users. We also had two additional cases that illustrated this circumstance that were not reported to the FDA because they suffered no serious injury or death. These two events were also reported to the manufacturer. The reportable nature of these events was not determined until we met with the manufacturer to review these cases on january 26, 2007.